Manufacturer narrative:
The insulin pump was received with intermittent button response on the up and down arrow buttons due to corroded keypad traces noted. No unexpected button error alarms noted. The insulin pump has minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error and cannot be cleared with button press. It was also stated that the customer removed the battery for 10 minutes and the alarm is recurring. Blood glucose value is 5.6 mmol/l. Nothing further reported.